Event description:
Patient reported left side "leaking and almost empty." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening sharp assessed as unidentified (tear) opening. No shell thickness due to opening is under plug strap. Observed, a puncture opening assessed as surgical damage like. Additional observations: ¿ crease flat observed in the surface of the shell. ¿ white particles observed in the surface of the shell.

Event description:
Patient reported left side "leaking and almost empty." Device has been explanted and replaced.